Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporter name, event site email),e3, h6 (type of investigation, investigation findings, investigation conclusions). Full event site name: (B)(6). A getinge field service engineer (fse) inspected the unit and performed the safety disk leak test, which the unit passed. The fse also reviewed the proper procedure for performing the leak test with the customer, in accordance with the instructions for use (IFU). The unit subsequently passed all functional testing.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had safety disk test failed. There was no harm reported.